Event description:
In 4/92 rptr underwent a right mastectomy with an expander inserted. In 11/92, it was replaced with a saline implant. Within a few weeks rptr started having problems fighting infections. She had nose bleeds, extreme fatigue, constant pain in the implant area. It accelerated to the point where she could sleep only in one to two hr increments due to the pain and pressure. The implant was deformed and excessive scar tissue developed. She had muscle imflammation. By the end of 1993 she was having pain in her arm and her hand would become numb when she laid down to rest. By 2/94 the implant was decreasing in size with severe ridging. It reached the point where she could actually place her hand between the implant and her own tissue. On 1/3/94, she saw a plastic surgeon for a second opinion. His diagnosis was a deformed implant and excessive scar tissue. Dr feels her body was fighting the implant. By 2/94, he felt the implant was leaking. On 2/25/94 the implant and scar tissue were removed. This info was submitted as follow-up 5/27/94: on 2/25/94 rptr's implant was removed. The implant had become so deformed it was decreasing in size and rptr had extreme ridging. It was thought that the implant was leaking. It was discovered during surgery that the implant was not leaking. Rptr had excessive scar tissue due to her body's reaction to the implant. Her ribs at that point had pulled away from her body due to the deformity. Two weeks ago rptr had a six week follow-up. The surgeon stated he was not able to remove all of the scar tissue and hopefully without the implant feeding the scar tissue, it will dissolve. He estimates it will take a yr for healing and recovery because rptr's torso was twisting due to the deformity. Rptr is now on a physical therapy program at home trying to strengthen her muscles. It has been two yrs taken out of her life due to the reconstruction and possibly another yr to heal. Rptr has become aware there are many women in the area having problems with the saline implant, both in leaking and extreme discomfort.